Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer reverted to an alternate method of insulin therapy. Customer blood glucose was 103 mg/dl at time of event. There was no adverse impact.